Manufacturer narrative:
The following updates were made as this investigation was not lot-specific: section d4: updated lot number from 407167 to n/a. Section d4: updated expiration date from 05-apr-2026 to blank. Section d4: updated primary unique device identifier (UDI) from (B)(4). Section h4: updated device manufacture date from 06-sep-2024 to blank. Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. Investigation is summarized as follows: customer data review: customer results were reviewed. The runs were valid. The assay met specification requirements as no error codes or flags were displayed for the run controls. The reported samples produced fractional cycle number (fcn) values that were very near to the assay cutoff for the measured genotype. Samples near to the assay cutoff are less likely to be consistently detected. The assay and software is performing correctly with correct interpretations. There is no indication that the alinity m hr hpv assay is performing outside of established design performance specifications based on the elements reviewed in this section. Quality data review: CAPA / non-conformance review: a CAPA search was performed to identify any existing internal quality records which could result in the reported complaint. No existing internal quality records related to the reported complaint were identified as a result of this review. Complaint history review: a complaint review was performed to identify any similar complaints to the ticket being investigated. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the alinity m hr hpv assay was not identified.

Event description:
The customer reported 13 false negative results while using the alinity m high risk (hr) hpv assay. The customer reported that they encountered multiple cases of hpv samples where the result was "questionable" due to being reported as "hpv not detected" on alinity m, despite showing a cycle number in the detailed data, and having visible amplification curves. When retested on a comparison method (hpv direct flow chip) or alinity m the result was a discrepancy with the "not detected" initial result. The customer initially reported 17 false negative samples. 4 samples (sample ids (B)(6) repeated as negative therefore there are a total of 13 false negatives. The following are the sample ids and alinity m test dates of the initial "not detected" results: (B)(6) 12-nov-2024 (B)(6) 20-nov-2024 (B)(6) 20-nov-2024 (B)(6) 20-nov-2024 (B)(6) 21-nov-2024 (B)(6) 21-nov-2024 (B)(6) 21-nov-2024 (B)(6) 21-nov-2024 (B)(6) 21-nov-2024 (B)(6) 22-nov-2024 (B)(6) 28-nov-2024 (B)(6) 28-nov-2024 (B)(6) 29-nov-2024. There was no report of impact to patient management.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m hr hpv assay, list list number 09n15-090, which is the same/similar to the alinity m hr hpv assay, list number 09n15-095, which received FDA approval.